Event description:
During an orif procedure (B)(6) 2013 for a malunion of proximal femur surgery on (B)(6) 2013: a 95 degree condylar plate, item number 282.72s was opened and after inspection by the surgeon, it was determined that the plate and packaging were labeled incorrectly. The plate in question was supposed to be a seven hole plate with 60mm blade. The blade length is 50mm. Surgeon used another plate and case turned out fine. There was no extension of surgery time.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. After review of the DHR there was no anomaly found for part number 282.72s lot 5629180. Part 282.72s is sold as sterile and was returned in a sealed non-sterile package with no identifying label. The product drawing could not be located in product view nor agile systems. The part is also not etched with part number, lot number or the synthes logo. Therefore we can not inspect the part to determine if this is the correct part number as indicated.